Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosis proximal 1st diagonal artery. The mid left anterior descending (lad) artery had a subtotal occlusion. A 2.5 x 15 mm trek was used for pre-dilatation. A 3.0 x 23 mm xience xpedition was implanted in the mid lad and a 3.0 x 28 mm xience xpedition was implanted in the proximal 1st diagonal. A 2.5 x 15 mm trek was being used for post-dilatation of the mid lad and a second 2.5 x 15 mm trek was advanced to the 1st diagonal in a kissing technique. At this time there was blood flow noted through the balloon lumen of the trek in the 1st diagonal. The catheter was removed and a new same size trek was used and the kissing technique was completed successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: trek 2.5x15, guide wire: bmw 190 cm, floppy ii 190 cm, stent: xience xpedition 3.0*28, xience xpedition 3.0 - 23, other: ppak. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.